Event description:
New information received indicated that during the revision, lead dislodged was noted.

Event description:
It was reported that when the asymptomatic patient presented in clinic, the lead exhibited high pacing thresholds and poor r-wave sensing. The lead was explanted and replaced. The patient was discharged in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.